Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string pulled out of three tampons leaving the tampons inside. She was able to manually remove the tampons and did not seek medical attention.